Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with bleeding lcd glass, cracked case at display window corners, reservoir tube and battery tube threads, scratched display window, and missing end cap sticker. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
The customer's mother reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was 335 mg/dl. The mother stated that the button error alarm occurred right after the pump was exposed to moisture. The customer stated that there was sweat on the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.